Event description:
Angioplasty performed in right atrioventricular fistula. Sheath was removed but was not intact. Can visualize tip of sheath under fluoro in right arm. Pressure held by medical doctor to prevent tip of sheath from moving and also to prevent bleeding.